Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The needle vavle was recommended for replacement to resolve the issue. Block a: no patient information provided to date after calls to end user 12/12/25 and 01/26/26.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during a case resulting in the potential for insufficient o2 delivery. There was no patient injury.